Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and there were alarms in the pump history. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The device was received with motor error alarm during rewind due to corroded motor home switch. We were unable to perform displacement test due to constant motor error alarm. The device was received with cracked reservoir tube lip.